Event description:
The device covers the opening to the biopsy suction channel of an endoscope and provides access for device passage and exchange and irrigation. It was reported that during a procedure some dripping of fluid occurred out of the biopsy valve onto the doctors shoes and onto the floor. The facility replaced the valve with another biopsy valve and had no further problems. There was no reported harm to patient or user.

Manufacturer narrative:
The actual device involved was not returned for investigation. Therefore, the exact root cause of the leakage could not be determined. Based on the information provided, there was no injury to either patient or user . Complying with osha 1910.1030 (d) (3) (I) and asge technical guidelines requires the facility to provide, and wear, appropriate protective equipment. This would mitigate any potential for harm.